Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, t2 of the fast-fix could not be deployed, t1 was removed from the patient by blade. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was outside of original packaging. T1 anchor was detached from the needle. The t2 anchor was attached to the needle, but still behind the needle dimple to prevent deployment. The actuator was in the t2 predeployment position. The foam insert was still attached to the actuator to prevent accidental deployment. No physical damage visible to the device. A functional evaluation revealed the t2 anchor could be deployed as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors ,which could have contributed to the complaint event, include unintended inappropriate use of the device, rough handling, or bent needle. No containment or corrective actions are recommended at this time.